Event description:
During a routine PICC line insertion, the wire came off in the patient. The wire was retrieved without further incident. The patient suffered no adverse effects, the procedure just took a little longer than usual. Additional information was received on (B)(4) 2009: according to the physician, what happened was the wire snapped in the physician's hand at the 50cm mark, but there was still enough outside the patient to pull the remainder out by hand. No adverse effects to the patient.

Manufacturer narrative:
(B)(4). Each device is inspected to verify solder connections, verify appropriate depth markers, if applicable, and perform a torque test. In addition, there is a label attached to every wire guide holder that states the following; "withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage". This should yield a very high probability of detection. An examination of the returned device shows the wire guide has broken 50 cm from the distal end. This is also the location of one of the depth markers. From the appearance of the broken end it appears as if the wire was bent at that location although this is not conclusive. Other damage may have occurred with removing the needle over the wire. We will continue to monitor for similar complaints.